Event description:
Event description boston scientific received information that the patient with this right ventricular lead experienced several episodes of syncope. An increase in threshold measurements were noted and loss of capture was observed on an external electrocardiogram. The sensing and impedance measurements were stable. The lead was explanted and replaced with another manufacturers. The physician suspected a lead helix anomaly.